Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed a broken assessed as surgical damage and missing shell observed assessed as inconclusive. As per the investigation procedure, creases were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b1, d3, d9, g1, h3, h6.

Event description:
Healthcare reported "deflation." Record is for right side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare reported "deflation." Record is for right side. Device has been explanted.